Manufacturer narrative:
D10 concomitants: 300-01-12 - equinoxe hum stem primary press fit 12mm: (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6), 300-20-02 - equinox sq torque define screw drive kit: (B)(6), 310-02-47 - equinoxe, humeral head tall, 47mm (beta): (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left shoulder was revised approximately 5 years post initial operation. Revised for failed cage glenoid. No further information provided at this time. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, g. The reason for the revision reported could not be determined and the event could not be confirmed because the component was not returned for evaluation and no images or radiographs were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.